Event description:
A materials manager reported that a dull blade was experienced during a procedure, but not pt harm occurred. The procedure was completed with an alternate knife without delay.

Manufacturer narrative:
The device history record (DHR) for the lot was reviewed. Functional penetration test values for this lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. Two samples were returned for evaluation, one opened and one unopened. The samples were examined using (B)(4) magnification and both were found to be conforming. The samples were tested for penetration and both were found to be conforming. The root cause for this complaint is unknown because the returned samples were conforming to specification. (B)(4).